Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that the sensor wire broke from the applicator. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The visual inspection also observed that the sensor wire is attached to the housing puck. The reported event of a broken sensor wire was not confirmed. A root cause could not be determined.